Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode early this morning of nadir 39 mg/dl. They treated with candy and gatorade and experienced sweating during the episode. The user was out of range for more than 90 minutes, and there was no outside intervention required.